Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and the implantable cardioverter defibrillator system was removed. The physician does not think the infection was caused by the device. The patient's condition remained stable following the procedure. Related manufacturer reference number: 2017865-2020-08332, 2017865-2020-08334, 2017865-2020-08335.